Event description:
The customer reported to olympus, the colonovideoscope accessory water channel was clogged. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was foreign material in the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the accessory water channel clogged was confirmed. The device evaluation found the following reportable malfunction: foreign material in the jet tube, likely from insufficient or incorrect reprocessing. Other non-reportable findings were: distal end light guide cover lens (2x) was cracked, bending section cover glue had separated, bending tube shorten, specified angle and orientation not achieved, and insertion part of distal end air/water channel clogged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the sub-water supply channel, but the foreign object could not be identified. Information regarding reprocessing was unable to be obtained. There was no physical damage to the area where the foreign matter remained. The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.